Manufacturer narrative:
The review of the prismaflex m150 set ckt device history record and complaint history files for lot number 14j2906g shows that there is no manufacturing anomaly and no similar complaint. The prismaflex m150 set ckt was discarded and not available for inspection. Pictures of the involved product were provided. It was not possible to determine the root cause of the external blood leakage from the pictures provided. No damage could be seen in the pictures. However the provided pictures show a three-way stop cock connected to the arterial blood line at the arterial luer connector of the prismaflex m150 set ckt. The use of a three-way stop is not authorized in the prismaflex operator's manual which specifically instructs the user to "[o]perate the prismaflex control unit in accordance with this manual, the instructions for use of the prismaflex disposable set and solutions, and the on-line instructions. The use of operating or maintenance procedures other than those published by the manufacturer, or the use of accessory devices not recommended by the manufacturer, can result in patient injury or death." (Operator's manual, page 1:7) additionally prismaflex control unit screen advises how to connect the access line: "disconnect access line from y-line, connect to red luer lock on catheter (or other blood access)". The root cause of the reported event remains unknown and we have no indication of a general failure on this lot number.

Event description:
A patient in (B)(6) was undergoing crrt which included a prismaflex m150 set. The nurse observed an external leak from the male luer connector on the arterial line. Treatment was discontinued and the blood content in the extracorporeal circuit was returned to the patient. Treatment was resumed on the same machine with a new filter set. The patient was not symptomatic and did not require any medical intervention.